Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implantation procedure, the implant became stuck. When it was released, it was found to be scratched, and a backup lens was implanted. Additional information was requested

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported "iol scratched" was observed. The reported event "the implant became stuck" could not be confirmed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The nozzle has been partially removed from the device. The plunger has been advanced at the wound guard. The iol is present in the lens bay (most likely removed and placed back by the customer-as per the reported description). The lens is scratched-rejectable. We are unable to determine the root cause for the reported complaint "the implant became stuck; it was scratched". The product was received partially disassembled; the nozzle has been partially removed from the device. It is stated in the file that "the implant became stuck; when they managed to release it, it was scratched". Based on this information, the lens was most likely removed from the device and then placed back. The plunger and the lens position during advancement cannot be confirmed. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).